Event description:
It was reported that the customer dropped the pump, and now only 1/4 of the touch screen lights up. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed. T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) old.